Event description:
The customer did not provide any specific info as to the reason for the return of the device. No pt injury was reported. Further info has been requested but none received. Evaluation of the product by posey shows that the alarm has intermittent power.

Manufacturer narrative:
(B) (4). (B) (4).